Event description:
On (B)(6) 2018, a nurse spiked a hospira 1000 ml lactated ringers IV bag with b-braun blood tubing set attached. Prior to reaching the pt, the nurse noticed there was a foreign fiber (appeared to be a hair) in the blood tubing set. Since we could not determine the origin of the fiber, we pulled both corresponding lot number products and notified each respective company. We recently had a similar incident with a hair appearing in an IV bag manufactured by b-braun and a separate medwatch report was submitted for that incident. Dates of use: (B)(6) 2018.